Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fridge door had not been closed correctly, causing an error. A field service engineer closed the door and recovered the system to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es refrigerator door was unable to open. The customer stated the malfunction occurred when the user tried to issue medication to the patient. The customer reported being able to get medications from the pharmacy. There were no adverse events or injuries reported based on this event.